Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle libre 2 app. Customer contact was made and stated that they experienced symptoms of sweating, light-headedness, and shaking, and was provided juice by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has been returned and investigation is pending. A final report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed with the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured to be 1.59v (within normal battery voltage range). Therefore, issue is confirmed to brown out reset. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This report serves as a correction as the section g3 (date received by mfg) subsequently captured in the report 2954323-2022-36159 was deemed to be invalid.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle libre 2 app. Customer contact was made and stated that they experienced symptoms of sweating, light-headedness, and shaking, and was provided juice by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed with the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured to be 1.59v (within normal battery voltage range). Therefore, issue is confirmed to brown out reset. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.section d4 (UDI) has been updated. This report serves as a correction as the section g3 (date received by mfg) subsequently captured in the report 2954323-2022-36159 was deemed to be invalid.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle libre 2 app. Customer contact was made and stated that they experienced symptoms of sweating, light-headedness, and shaking, and was provided juice by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle libre 2 app. Customer contact was made and stated that they experienced symptoms of sweating, light-headedness, and shaking, and was provided juice by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed with the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured to be 1.59v (within normal battery voltage range). Therefore, issue is confirmed to brown out reset. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.